Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed no disposable pump won't run, air noted, patient not affected. The reservoir volume was 6.4, rate 2.3, given 99.6. It was reported that the pump was alarming no disposable pump won't run. Stopped and powered off the pump. The line was clamped and cassette removed. Tubing was massaged due to air noted in the line. Reconnected cassette and powered on the pump. Pump continued to alarm. Removed cassette again and tapped on hard surface. No green tab present. Reconnected but unable to start pump. Pump was powered off. There was no patient injury reported.